Event description:
A nurse reports a broken haptic was noted after insertion of the intraocular lens. Enlargement of the incision was required to accommodate removal of the lens. Additional info has been requested.